Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model pcb00, was implanted using the preloaded insertion system and then removed during the same procedure. Additionally, it was reported that the lens didn't load properly which reasonably suggests there was handling difficulty with the delivery system. There was no patient injury or enlargement of the incision. Another pcb00 was used as a replacement lens. The product will not be returned. No further information was provided.

Manufacturer narrative:
The product/component testing was not performed. A manufacturing process record review was performed; no non-conformance reports/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A search in the system was performed and the search revealed no other complaints were found for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.